Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) was unable to power up. The pp was not working and every one of the pp they gave her worked for a while and then would stop. It looked like there was a glitch in the pp. It was clarified that the pp would not power on and the screen was blank. She got new batteries on several occasions but it still did not come on. It was reviewed that the patient was using (B)(6) heavy duty batteries. She had not dropped or gotten the pp wet. The patient was trying to turn her stimulation down and the pp had not been working for about 2 months now. She was using heavy duty batteries and it had been working. The patient stated the heavy duty batteries might have caused a glitch in the pp. Replacing the batteries did not resolve the issue. There was no out of box failure reported. The patient was advised to get brand new (B)(6) regular alkaline batteries. It was noted that stimulation was too high for her and she could feel the electricity and it was not supposed to hurt. It had been hurting her since she got the implant. She worked around a lot energized equipment, like generators, etc. And anytime she walked past them her whole body ached and then she felt the high stimulation in her back. It was confirmed that this high/uncomfortable stimulation occurred about a couple of weeks ago this month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.